Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that patient did not calibrate according to user guide recommendations. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, and you might miss a low or high blood glucose value. However, a definitive root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient's mother did not report injury or medical intervention.